Event description:
Medtronic received information regarding a navigation system being used during a cranial resection procedure. It was reported that three images were being uploaded and used for registration. Two of the three images uploaded had incorrect orientations. The images were corrected by relabeling. The site tried to create a registration model but found that the points would show up on opposite sides of the head. The navigation was ultimately abandoned by the surgeon. Additional information was provided. The same issue occurred when the images were uploaded to a competitor's navigation system, indicating that the system itself was not at fault. It was determined that the problem likely stemmed from the method used by the hospital's radiology department to take the dicom (digital intercommunication of medicine) images. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735737, software version: 2.1.0 work order completed: h3, h6) a manufacturer representative went to the site to test the navigation system. It was reported that no issues were found. Codes b01, c19 and d14 are applicable to this evaluation. A0908: applicable to the incorrect orientation, as well as the points that showed up on opposite sides of the head. A0907: applicable to the failed registration. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis was performed for product: 9735737, software version: 2.1.0. It was reported that as per the description, three different images were uploaded for registration; two of the images had incorrect orientations. The images were corrected by relabeling. The site attempted to create a registration model but found that the points appeared on the opposite side. The representative called and provided additional information, leading the site to determine that the issue was likely not with the navigation system but rather with the method used by the hospital's radiology department to take the digital intercommunication of medicine (dicom) images. Based on the information provided, this appeared to be an issue with the images themselves and did not seem to be software-related. Already reported codes b01, c19 and d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.